Event description:
Spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy and painful period") and autoimmune thyroiditis ("hashimotos") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam, duloxetine hydrochloride (cymbalta), irbesartan, levothyroxine sodium (synthroid) and omeprazole. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization, disability and medically significant), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), headache ("headache"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), the first episode of dyspareunia ("painful intercourse") and the second episode of dyspareunia ("heavy and painful period"). The patient was treated with surgery (scheduled for removal of uterus , cervix and fallopian tube on 2018). At the time of the report, the menorrhagia, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding and the last episode of dyspareunia outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, autoimmune thyroiditis, coital bleeding, fatigue, fibromyalgia, headache, menorrhagia, menstruation irregular, the first episode of dyspareunia and the second episode of dyspareunia with essure. The reporter considered adnexa uteri pain, diabetes mellitus and myalgia to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079718) on 28-sep-2018. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and painful period/ heavier periods"), autoimmune thyroiditis ("hashimotos/ autoimmune-like symptoms/ other autoimmune issues"), neuromyopathy ("neuromuscular problems") and neoplasm malignant ("cancer") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, cholecystectomy, eye operation, colonoscopy, tonsillectomy, wrist surgery, breast cancer (paternal grandmother), flu, osteoporosis (mother), arthritis (maternal grandmother, maternal aunt) and depression (mother, maternal grandfather). Previously administered products included for allergy: hydrocodone; for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included gastroesophageal reflux disease, irritable bowel syndrome, acute allergic reaction, swollen glands, neck pain, numbness, tingling, sore throat, slight fever, blurred vision, diplopia, hyperglycemia, environmental allergy, sinus infection, sinusitis, nasal congestion, memory disturbance, upper respiratory infection, otitis media, onychomycosis, diarrhea, penicillin allergy, restless legs syndrome, acid reflux (oesophageal), genital rash, herpes genital, vaginitis, vaginal odor, mixed incontinence, bronchitis, renal disorder, ureteral disorder, dust allergy, pollen allergy, tennis elbow, renal mass, kidney cancer, hiatal hernia, injury to kidney, obesity, wrist surgery, tuberculosis, dysuria, flu, acute pharyngitis, sleep apnea and uterine bleeding. The patient also had a family history of breast cancer, osteoporosis, arthritis and depression. Concomitant products included biotin, clonazepam, dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz), fluticasone propionate (flonase), ibuprofen, irbesartan, levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), loratadine, montelukast, moxifloxacin hydrochloride (avelox), omeprazole, paracetamol (acetaminophen), quetiapine, ropinirole hydrochloride (requip), solifenacin succinate (vesicare), tizanidine hydrochloride (zanaflex) and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization and disability), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue/ extreme fatigue"), headache ("headache/ headaches"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("heavy and painful period"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), neuromyopathy (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog"), alopecia ("hair loss"), back disorder ("back issues/ back problems"), dizziness ("dizziness increased insomnia/ dizziness "), insomnia ("dizziness increased insomnia/ insomnia"), depression ("depression"), anxiety ("anxiety"), pain ("body aches") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding, dyspareunia, dysmenorrhoea, pelvic pain, urinary tract disorder, neuromyopathy, ovarian cyst, adenomyosis, weight increased, feeling abnormal, alopecia, back disorder, dizziness, insomnia, depression, anxiety, pain, neoplasm malignant and hypertension outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, autoimmune thyroiditis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia and menstruation irregular with essure. The reporter considered adenomyosis, adnexa uteri pain, alopecia, anxiety, back disorder, depression, diabetes mellitus, dizziness, feeling abnormal, hypertension, insomnia, myalgia, neoplasm malignant, neuromyopathy, ovarian cyst, pain, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray: on (B)(6) 2012: no acute cardiopulmonary abnormality. Hiv test: on (B)(6) 2015: non reactive. Pathology test: on (B)(6) 2018: a. Adenomyosis. B. Benign proliferative phase endometrium. C. Benign endo- and ectocervix, negative for dysplasia with cervical nabothian cysts. D. Bilateral benign fallopian tubes. E. Negative for neoplasm and malignancy. Ncerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, fatigue, headaches, depression, anxiety most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and medical record received. Events added: pain, urinary problems, neuromuscular problems, autoimmune-like symptoms, ovarian cyst, adenomyosis, weight gain, brain fog, hair loss, back issues, dizziness increased insomnia, depression, anxiety, body aches, cancer, high blood pressure. Reporter's information, medical history, concomitant drugs and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079718) on 28-sep-2018. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful period/ heavier periods'), device dislocation ('device migration'), autoimmune thyroiditis ('hashimotos/ autoimmune-like symptoms/ other autoimmune issues'), neuromyopathy ('neuromuscular problems') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, cholecystectomy, eye operation, colonoscopy, tonsillectomy, wrist surgery, breast cancer (paternal grandmother), flu, osteoporosis (mother), arthritis (maternal grandmother, maternal aunt) and depression (mother, maternal grandfather). Previously administered products included for allergy: hydrocodone; for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included gastroesophageal reflux disease, irritable bowel syndrome, acute allergic reaction, swollen glands, neck pain, numbness, tingling, sore throat, slight fever, blurred vision, diplopia, hyperglycemia, environmental allergy, sinus infection, sinusitis, nasal congestion, memory disturbance, upper respiratory infection, otitis media, onychomycosis, diarrhea, penicillin allergy, restless legs syndrome, acid reflux (oesophageal), genital rash, herpes genital, vaginitis, vaginal odor, mixed incontinence, bronchitis, renal disorder, ureteral disorder, mite allergy, pollen allergy, tennis elbow, renal mass, kidney cancer, hiatal hernia, injury to kidney, obesity, wrist surgery, tuberculosis, dysuria, flu, acute pharyngitis, sleep apnea and uterine bleeding. The patient also had a family history of breast cancer, osteoporosis, arthritis and depression. Concomitant products included biotin, clonazepam, dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz), fluticasone propionate (flonase), ibuprofen, irbesartan, levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), loratadine, montelukast, moxifloxacin hydrochloride (avelox), omeprazole, paracetamol (acetaminophen), quetiapine, ropinirole hydrochloride (requip), solifenacin succinate (vesicare), tizanidine hydrochloride (zanaflex) and valaciclovir hydrochloride (valtrex). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization and disability), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue/ extreme fatigue"), headache ("headache/ headaches"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("heavy and painful period"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), neuromyopathy (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog"), alopecia ("hair loss"), back disorder ("back issues/ back problems"), dizziness ("dizziness increased insomnia/ dizziness "), insomnia ("dizziness increased insomnia/ insomnia"), depression ("depression"), anxiety ("anxiety"), pain ("body aches"), hypertension ("high blood pressure") and rheumatoid arthritis ("rheumatoid arthritis ") and was found to have weight increased ("weight gain") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, device dislocation, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding, dyspareunia, dysmenorrhoea, pelvic pain, urinary tract disorder, neuromyopathy, ovarian cyst, adenomyosis, weight increased, feeling abnormal, alopecia, back disorder, dizziness, insomnia, depression, anxiety, pain, neoplasm malignant, hypertension and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia and menstruation irregular with essure. The reporter considered adenomyosis, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back disorder, depression, device dislocation, diabetes mellitus, dizziness, feeling abnormal, hypertension, insomnia, myalgia, neoplasm malignant, neuromyopathy, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, urinary tract disorder and weight increased to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2012: no acute cardiopulmonary abnormality. Hiv test - on (B)(6) 2015: non reactive. Pathology test - on (B)(6) 2018: a. Adenomyosis. B. Benign proliferative phase endometrium. C. Benign endo- and ectocervix, negative for dysplasia with cervical nabothian cysts. D. Bilateral benign fallopian tubes. E. Negative for neoplasm and malignancy. Ncerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, fatigue, headaches, depression, anxiety, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event device migration was added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079718) on 28-sep-2018. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful period/ heavier periods'), device dislocation ('device migration'), autoimmune thyroiditis ('hashimotos/ autoimmune-like symptoms/ other autoimmune issues'), neuromyopathy ('neuromuscular problems') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, cholecystectomy, eye operation, colonoscopy, tonsillectomy, wrist surgery, breast cancer (paternal grandmother), flu, osteoporosis (mother), arthritis (maternal grandmother, maternal aunt) and depression (mother, maternal grandfather). Previously administered products included for allergy: hydrocodone; for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included gastroesophageal reflux disease, irritable bowel syndrome, acute allergic reaction, swollen glands, neck pain, numbness, tingling, sore throat, slight fever, blurred vision, diplopia, hyperglycemia, environmental allergy, sinus infection, sinusitis, nasal congestion, memory disturbance, upper respiratory infection, otitis media, onychomycosis, diarrhea, penicillin allergy, restless legs syndrome, acid reflux (oesophageal), genital rash, herpes genital, vaginitis, vaginal odor, mixed incontinence, bronchitis, renal disorder, ureteral disorder, mite allergy, pollen allergy, tennis elbow, renal mass, kidney cancer, hiatal hernia, injury to kidney, obesity, wrist surgery, tuberculosis, dysuria, flu, acute pharyngitis, sleep apnea and uterine bleeding. The patient also had a family history of breast cancer, osteoporosis, arthritis and depression. Concomitant products included biotin, clonazepam, dicycloverin hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz), fluticasone propionate (flonase), ibuprofen, irbesartan, levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), loratadine, montelukast, moxifloxacin hydrochloride (avelox), omeprazole, paracetamol (acetaminophen), quetiapine, ropinirole hydrochloride (requip), solifenacin succinate (vesicare), tizanidine hydrochloride (zanaflex) and valaciclovir hydrochloride (valtrex). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization and disability), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue/ extreme fatigue"), headache ("headache/ headaches"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("heavy and painful period"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), neuromyopathy (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog"), alopecia ("hair loss"), back disorder ("back issues/ back problems"), dizziness ("dizziness increased insomnia/ dizziness "), insomnia ("dizziness increased insomnia/ insomnia"), depression ("depression"), anxiety ("anxiety"), pain ("body aches"), hypertension ("high blood pressure") and rheumatoid arthritis ("rheumatoid arthritis ") and was found to have weight increased ("weight gain") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, device dislocation, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding, dyspareunia, dysmenorrhoea, pelvic pain, urinary tract disorder, neuromyopathy, ovarian cyst, adenomyosis, weight increased, feeling abnormal, alopecia, back disorder, dizziness, insomnia, depression, anxiety, pain, neoplasm malignant, hypertension and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia and menstruation irregular with essure. The reporter considered adenomyosis, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back disorder, depression, device dislocation, diabetes mellitus, dizziness, feeling abnormal, hypertension, insomnia, myalgia, neoplasm malignant, neuromyopathy, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, urinary tract disorder and weight increased to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2012: no acute cardiopulmonary abnormality. Hiv test - on (B)(6) 2015: non reactive. Pathology test - on (B)(6) 2018: a. Adenomyosis. B. Benign proliferative phase endometrium. C. Benign endo- and ectocervix, negative for dysplasia with cervical nabothian cysts. D. Bilateral benign fallopian tubes. E. Negative for neoplasm and malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, fatigue, headaches, depression, anxiety, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079718) on 28-sep-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful period/ heavier periods'), autoimmune thyroiditis ('hashimotos/ autoimmune-like symptoms/ other autoimmune issues'), neuromyopathy ('neuromuscular problems') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, cholecystectomy, eye operation, colonoscopy, tonsillectomy, wrist surgery, breast cancer (paternal grandmother), flu, osteoporosis (mother), arthritis (maternal grandmother, maternal aunt) and depression (mother, maternal grandfather). Previously administered products included for allergy: hydrocodone; for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included gastroesophageal reflux disease, irritable bowel syndrome, acute allergic reaction, swollen glands, neck pain, numbness, tingling, sore throat, slight fever, blurred vision, diplopia, hyperglycemia, environmental allergy, sinus infection, sinusitis, nasal congestion, memory disturbance, upper respiratory infection, otitis media, onychomycosis, diarrhea, penicillin allergy, restless legs syndrome, acid reflux (oesophageal), genital rash, herpes genital, vaginitis, vaginal odor, mixed incontinence, bronchitis, renal disorder, ureteral disorder, mite allergy, pollen allergy, tennis elbow, renal mass, kidney cancer, hiatal hernia, injury to kidney, obesity, wrist surgery, tuberculosis, dysuria, flu, acute pharyngitis, sleep apnea and uterine bleeding. The patient also had a family history of breast cancer, osteoporosis, arthritis and depression. Concomitant products included biotin, clonazepam, dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz), fluticasone propionate (flonase), ibuprofen, irbesartan, levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), loratadine, montelukast, moxifloxacin hydrochloride (avelox), omeprazole, paracetamol (acetaminophen), quetiapine, ropinirole hydrochloride (requip), solifenacin succinate (vesicare), tizanidine hydrochloride (zanaflex) and valaciclovir hydrochloride (valtrex). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization and disability), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue/ extreme fatigue"), headache ("headache/ headaches"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("heavy and painful period"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), neuromyopathy (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog"), alopecia ("hair loss"), back disorder ("back issues/ back problems"), dizziness ("dizziness increased insomnia/ dizziness "), insomnia ("dizziness increased insomnia/ insomnia"), depression ("depression"), anxiety ("anxiety"), pain ("body aches"), hypertension ("high blood pressure") and rheumatoid arthritis ("rheumatoid arthritis ") and was found to have weight increased ("weight gain") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding, dyspareunia, dysmenorrhoea, pelvic pain, urinary tract disorder, neuromyopathy, ovarian cyst, adenomyosis, weight increased, feeling abnormal, alopecia, back disorder, dizziness, insomnia, depression, anxiety, pain, neoplasm malignant, hypertension and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, autoimmune thyroiditis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia and menstruation irregular with essure. The reporter considered adenomyosis, adnexa uteri pain, alopecia, anxiety, back disorder, depression, diabetes mellitus, dizziness, feeling abnormal, hypertension, insomnia, myalgia, neoplasm malignant, neuromyopathy, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, urinary tract disorder and weight increased to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2012: no acute cardiopulmonary abnormality. Hiv test - on (B)(6) 2015: non reactive. Pathology test - on (B)(6) 2018: a. Adenomyosis. B. Benign proliferative phase endometrium. C. Benign endo- and ectocervix, negative for dysplasia with cervical nabothian cysts. D. Bilateral benign fallopian tubes. E. Negative for neoplasm and malignancy. Ncerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, fatigue, headaches, depression, anxiety, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event:rheumatoid arthritis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.